Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found contact pad to be damaged (wrinkled). Unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. The customer¿s blood glucose was 157 mg/dl and the sensor glucose was 46 mg/dl at the time of the incident. The insulin pump received sensor updating and change sensor. The sensor will be returned for analysis.